Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: bd had not received samples from the customer facility for evaluation; therefore, the investigation was limited. A photo was sent that shows the customer complaint. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that bd vacutainer® wingset button blood collection set leaked during collection because the rubber sleeve was not able to recover. No serious injury, no medical intervention. No mucous membrane exposure reported.